Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es results were obtained from two patient samples on a vitros 5600 integrated system and the magnitude of bias observed breached potential health and safety criteria. A definitive assignable cause could not be determined. Based on the acceptable historical tropi es quality control performance, a vitros tropi es reagent issue is not a likely contributing factor to this event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lot 3475. An instrument related event has been ruled out as a contributing factor as vitros tropi es precision testing was within the acceptable guidelines. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as it is not known if the customer is adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible and higher than expected troponin I results obtained from two patient samples processed using vitros troponin I es reagent on a vitros 5600 integrated system. Patient 1 = 2.48 versus expected <0.012 ng/ml. Patient 2 = 1.67 versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es patient results were reported outside of the laboratory as a preliminary result. Once sample testing was repeated, a final result of <0.012 ng/ml was reported out of the laboratory for each patient sample. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).